Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet with a non-tandem wall adapter. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.